Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an external device.. The reason for call was caller stated the controller has given them a lot of problems for several weeks and months now. Caller stated when the patient goes to charge the implanted neurostimulator, the controller will show that the battery needs to recharge even though the controller is at 100%. Caller said at times the patient will be charging the implant and all of a sudden the charging will quit and they have to start all over again. Caller mentioned once in a while they had to open up the controller, take the battery out, and put it back in to get the controller to work. Caller stated they called about the same issue before and the battery pack was replaced but the back of bp came off and they put it back together. Agent asked caller if they saw messages on the controller screen about the battery and caller said they did get a message a couple times that said it needed recharging. Caller confirmed there was no visible damage to the controller port or to the recharger antenna cord. Agent confirmed the controller taking a charge when plug into the outlet. Agent asked caller to connet with the controller and controller show 100% and the implant was at 70%. Caller mentioned the patient just recharged the implant to 100% last night and this morning it was down to 70% and that seem it the implantable neurostimulator (ins) drop a lot. Agent reviewed the patient could adjust their settings to see if that would help with the battery depletion at night and recommend patient consult with hcp ofc regarding ins depletion. The issue was not resolved. A request was sent to the repair department to replace the recharger.